Manufacturer narrative:
(B)(4). The customer reported that there was an alarm problem and they wanted to see the log files. A philips field service engineer went to the hospital. The spo2 on multiple monitors was found to be disabled. The available info does not support that this was multiple simultaneous malfunctions, but that one or more users turned off the alarms. No malfunction was noted and the hospital biomed was to remind staff regarding turning alarming off. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was an alarm problem and they wanted to see the log files. No pt harm was reported.